Event description:
It was reported that during a procedure after 86,019 joules and 8:84 minutes the fiber ruptured. It was not reported how the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify fiber break. There are no signs of breaks/fractures at tip. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe moderate detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The outer flow tubing open end exhibits minor scratch marks. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Due to the observed glue failure and cap wear and evaluation conclusion code of known inherent risk of device was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure after 86,019 joules and 8:84 minutes the fiber ruptured. It was not reported how the procedure was completed. There was no harm to the patient.